Manufacturer narrative:
One hemostasis valve introducer with j tip guidewire was returned for examination. The reported event of sheath did not match with the catheter was not confirmed. A visual examination found no abnormalities on all the returned components. The returned guidewire was able to be inserted through a lab dilator from tip to hub and hub to tip without difficulty. In turn, the lab dilator was able to be inserted through the introducer valve without difficulty. The catheter used in this event along with a lab catheter was able to be passed through the valve housing and sheath without difficulty. The valve internal components were examined and found to be in good condition. A review of the manufacturing records indicated that the product met specifications upon release. The reported event could not be confirmed or replicated during the analysis, as the device responded appropriately during functional testing. It is not known if some procedural factors may have contributed to the event. There was no evidence of a manufacturing nonconformance. No further actions will be taken at this time. It should be noted that in the suggested insertion procedure" of the IFU it contains instructions on how to properly place and assemble the introducer/dilator, and contains a note indicating to refer to the catheter manufacturer specifications for the required introducer size. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during use with a patient of this introducer, the sheath did not match the swan-ganz size. A new set was used by removing everything from the patient which resulted in the patient needing a new insertion site. There was no allegation of patient injury. The product was available for evaluation. Patient demographics were unable to be obtained.